Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. Attempted to disassemble and reassemble the device, but the issue still occurred. In order to resolve the issue and complete the case, opened a new stapler and reload. There was no patient harm.